Manufacturer narrative:
Data and information provided in the article were reviewed and support the complaint issue. Review of tracking and trending for the architect hbsag assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 73481fz01. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint assay. In house sensitivity testing was performed using a retained kit of lot 73481fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 73481fz01 was identified.

Event description:
The customer observed false nonreactive architect hbsag results for one patient. Architect hbsag result was 0.00 iu/ml (nonreactive) hbv-dna result was positive at 31.5 iu/ml (lower quantitative limit: 20 iu/ml). Other results provided: anti-hbs 54.97 miu/ml, hbeag (negative): 0.776 s/co, anti-hbe (negative): 1.77 s/co, anti-hbc (negative): 0.15 s/co. No impact to patient management was reported.

Event description:
The customer observed false nonreactive architect hbsag results for one patient. Architect hbsag result was 0.00 iu/ml (nonreactive) hbv-dna result was positive at 31.5 iu/ml (lower quantitative limit: 20 iu/ml). Other results provided: anti-hbs 54.97 miu/ml, hbeag (negative): 0.776 s/co, anti-hbe (negative): 1.77 s/co, anti-hbc (negative): 0.15 s/co. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06c36-76 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.